Event description:
It was reported the device battery depleted prematurely. It was also reported the ventricular lead exhibited high threshold measurements. The device was removed and a new device was implanted. The lead was partially explanted with the remainder capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.